Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had issues with his sensor and blood glucose level reading difference. His insulin pump went into threshold suspend, when his blood glucose level was 170 mg/dl but his sensor glucose reading was 55 mg/dl. The customer's sensor and blood glucose level difference was not within an acceptable range. He received a calibration error alarm. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.